Event description:
The device was used during a cholecystectomy. Reportedly, the component disengaged into the patient's cavity. The surgeon was able to retrieve the component and complete the procedure without patient injury.